Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10903r57, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported that the patient had the pump removed in 2007 (reporter did not remember exact date) and was no longer implanted with a pain pump. The pump was removed due to side effects that were too overwhelming for the patient and it became increasingly difficult for the patient to cope with it. The patient was having tremendous nightmares and could not sleep at night. The side effects happened from implant until the removal of the pump. The pump system was being used to infuse duramorph. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.